Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Inadvertently omitted service history review. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808 in the step down unit. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.